Manufacturer narrative:
Date rec¿d by MFR : 22jul2019, date of report : 07aug2019. This event was addressed in-house by the customer. The customer reported that the replacement of the touchscreen addressed this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a ventilator with a touchscreen failure. It was unknown when this event occurred; there was no allegation of harm associated with this report.